Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, when implanting one of the 2080 bone screws the tip of the screwdriver broke off in the head of the screw. Surgeon was unable to remove the broken off tip from the head of the screw. Surgeon said it was not sticking up and decided to leave it. Surgeon then implanted the mdm liner and completed the case.

Manufacturer narrative:
An event regarding an alleged fracture involving a trident driver shaft was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: although the device was not available for inspection the following corrective action was performed. Corrective action: a CAPA performed an investigation into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. A design change was implemented to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
It was reported, when implanting one of the 2080 bone screws the tip of the screwdriver broke off in the head of the screw. Surgeon was unable to remove the broken off tip from the head of the screw. Surgeon said it was not sticking up and decided to leave it. Surgeon then implanted the mdm liner and completed the case.